Event description:
Patient presented back to the physician with continued headaches, pain in the throat, and pain when swallowing. Physician administered a nerve block injection for pain management.

Event description:
Patient presented to the physician with sore throat, difficulty swallowing, and headaches since the implant procedure. Physician prescribed pain medication.